Event description:
It was reported that pocket erosion was observed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating that a pocket revision of the device was performed and the device remains implanted.